Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A review of the device history records will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria and complaints are monitored through monthly meetings to identify potential adverse trends. Product review of the air dermatome on (B)(6) 2019 revealed that the device was outside calibration specifications at the zero thickness setting but within at all other settings. The device operated within motor speed specifications. There was no hose sent in with the device and using the test hose the reported event of leaking air was unable to be duplicated. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the vespel sleeve bearings and semi-circle bearings. Air dermatome, serial number 105140, was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated within motor speed specifications. There was no hose sent in with the device, however, when using the test hose the reported event of leaking air was unable to be replicated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was leaking air. It wasn't working properly (to its full capacity) during procedure, the air was not as powerful. There was no delay to the procedure and an alternate device was available for use. No adverse events were reported as a result of this malfunction.